Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit due to user handling. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: error code e224 (scope communication) is displayed on image due to faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a 4k autoclavable camera head, the image did not appear. There was no patient impact related to this occurrence.